Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter was not drawing urine, bending and urinary tract infection (uti) on wicks. It was noted that patient had been using products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection (uti).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "improper materials used". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients". "Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction." "Do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow". The device was not returned.

Event description:
It was reported that the purewick female external catheter was not drawing urine, bending and urinary tract infection (uti) on wicks. It was noted that patient had been using products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection (uti).